Event description:
The customer reported that their device was intermittently freezing upon boot up. The device would only display an all white screen when this occurred. There was no patient use associated with the reported failure.

Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported intermittent failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service agent has completed the evaluation of the device and the customer has declined repairs. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control has not received the device for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.